Manufacturer narrative:
Moisture damage was noted to the liquid crystal display board. No moisture damage was noted on the motor assembly. The insulin pump had an unresponsive down arrow button due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while they were dancing. The customer was really sweaty before the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.